Event description:
A journal article was received entitled, mechanical failure after locking plate fixation of unstable intertrochanteric femur fractures by philipp n. Streubel, md, michael j. Moustoukas, md, and william t. Obremskey, md, mph, j orthop trauma volume 27, number 1, january 2013. Twenty-nine patients with 30 fractures were studied to analyze mechanical failure associated with proximal locking plate fixation of unstable proximal femur fractures. Mean patient age was 56 years and 45 percent were males. Failures occurred as varus collapse with screw cut out in 5 cases, proximal screw breakage in 4 cases, screw loosening with varus deformity in 1 case, shortening in one case and plate fracture in 1 case. Postoperative outcomes were reported as nonunion in 6 patients, deep infection in 2, malunion in 8 and reoperation in 8. This report is for an unknown amount of plate(s). This is 1 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Date of event: (B)(6) 2013. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.